Manufacturer narrative:
The customer result per the cdc table, would place the patient in "normal" category, while their lab result is in the "diabetic" category. While the decision trees and medical opinion ("under-recovery would produce a value that would indicate improvement in control, but would not be the basis of any change in therapy.") Determine that an MDR is not required, one will be submitted out of an abundance of caution. The risk to the patient is low, and no clinical action was taken based upon the result received by their a1c kit. The customer did not respond to follow-up attempts to troubleshoot on a replacement kit. Qc retention of the lot reported was tested and measured within specification.

Event description:
The customer reported receiving an a1c value of 5.0% in comparison to their lab value of 9.0% a couple days later. There were no allegations of patient/user harm. This event is being reported out of an abundance of caution.